Manufacturer narrative:
Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
It was reported that high impedance (>10000 ohms) was observed on a vns patient's system. The patient had just a generator replacement surgery for 4 days due to battery depletion status. X-rays were made and sent to the manufacturer for review. The x-rays were received and reviewed by the manufacturer. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin seems to be not fully inserted into the generator connector block. The electrodes appeared normally placed on the vagus nerve. The strain relief bend and loop are used for this implant. Two tie-downs were used to secure the implanted lead. Part of the lead was behind the generator. No sharp angles or lead breaks were visible. Based on the x-rays images, the reported high lead impedance is likely caused be the lead pin that was not fully inserted into the generator block during the generator replacement surgery performed recently. Follow up indicated that the lead impedance was ok before the device replacement. No explant device return information available as the patient's device was replaced in other facility. It was also reported that the surgery date (B)(6) 2016 was communicated from the neurosurgeon to the nurse but this is not yet confirmed.

Event description:
Follow up indicated that the patient's device was switched off on (B)(6) 2016 due to the observed high impedance; as result of this the patient has increase seizures (the rate of the increase is unknown). The nurse decided to increase the medication. It was also reported that the patient underwent a surgery to check the connection between the lead and the generator on (B)(6) 2016 and the high impedance persisted. Based on this information, a lead issue is suspected at this time. No known surgical interventions were reported to date.